Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for peripheral causalgia. The hcp reported that the patient¿s stimulation system was removed because it ¿wasn¿t working¿ but didn¿t know any other information associated with it. Additional information was received from the patient¿s managing hcp on 2017-05-19. The hcp reported that the stimulator system not working was an incorrect report and no device was explanted. It was noted that this information is conflicting with the manufacturer¿s records of the ins being explanted on (B)(6) 2005. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.